Manufacturer narrative:
Continuation of d10: product ID: 8598a, serial# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2025, product type: catheter. Product ID: 8596sc, serial# (B)(6), implanted: (B)(6) 2022, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that during the dye study on (B)(6) 2025 dye was found pooling in midline pocket. A questionable leak was seen at the spinal anchor site.the catheter was explanted and replaced resolving the issue.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving fentanyl (2000 mcg at 803.48736 mcg/day) and bupivacaine (10.4 mg at 4.17813 mg/day) via an implantable pump for unknown indications for use. It was reported that on (B)(6) 2025 the patient had a failed catheter access port (cap) contrast study. The healthcare provider was preparing for catheter revision. A two step wean was started (removed 2 boluses into sc fentanyl dose and a two step wean decreasing sc fentanyl by 200mcg today).

Manufacturer narrative:
Continuation of d10: product ID 8598a serial# (B)(6) implanted: (B)(6) 2022 product type catheter. Product ID 85 96sc serial# (B)(6) implanted: (B)(6) 2022 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(6), ubd: 28-jul-2024, UDI#: (B)(4) ; product ID: 8596sc, serial/lot #: (B)(6), ubd: 21-jul-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the 8598a catheter was returned and analysis determined the anchor was broken. Continuation of d10: product ID 8598a serial# (B)(6) implanted: (B)(6) 2022 explanted: (B)(6) 2025 product type catheter product ID 8596sc serial# (B)(6) implanted: (B)(6) 2022 product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.